Manufacturer narrative:
Additional information: h6 health impact code h6 evaluation codes: updated device evaluation: one device was received for investigation. Visual inspection noted the battery cover was cracked and the small knob was cracked. The complaint was confirmed, there were a few cracked external components. All measurements are in specification. Impact to the device was listed as the root cause of the issues. As no manufacturing root cause could be identified, no review of manufacturing device history report (DHR) records was conducted. A review of device confirmed this device was serviced previously in 2022 for an unrelated issue. Replaced battery cover and small knob. Reset patient pressure cycling led and adjusted peep control valve and CPAP control as a preventative measure. Device passed all functional tests after the completed repairs.

Manufacturer narrative:
Date of event; no information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a system failure. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.